Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years 2 months post implant, this 32mm mitral annuloplasty ring was explanted and replaced with a 28mm annuloplasty ring due to paravalvular leak (pvl). No additional adverse patient effects were reported.